Manufacturer narrative:
The device was received at boston scientific for analysis. The customer reported a system device displays error message, however, the returned device was in good condition. During the product analysis, the unit passed visual, functional, and continuity tests and showed no evidence or defects that could have contributed to the event. The functional and continuity inspections revealed no abnormal resistance during actuation of the steering knob and the tension control knob. Therefore, the reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure involving a intellanav mifi catheter and metriq tubing set, an unspecified error message appeared. The procedure could not be carried out normally after the catheter was opened due to an issue with the console. Because of this, the procedure was cancelled. No patient complications were reported.

Event description:
It was reported that during a procedure involving a intellanav mifi catheter and metriq tubing set, an unspecified error message appeared. The procedure could not be carried out normally after the catheter was opened due to an issue with the console. Because of this, the procedure was cancelled. No patient complications were reported.